Manufacturer narrative:
Date of report : 28may2019 , date rec¿d by MFR : 20may2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to replace the battery. Multiple attempts were made to obtain repair/service information that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a battery failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.